Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was able to get the display to return, but it went blank again. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.